Manufacturer narrative:
Additional information: on december 22, 2020, mentor became aware of the impacted devices catalog number, serial number, date of event, implantation date and explantation date. The relevant fields in this report have been updated to reflect the impacted device attributes (catalog number, lot number, serial number, manufacturing date, expiration date, UDI, PMA, brand name, common device name and procode). Mentor became also became aware that the patient underwent bilateral device removal on (B)(6)2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. This report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an asian female underwent primary breast augmentation with unspecified mentor saline breast implants and experienced bilateral capsular contracture and deflation on the left side postoperatively. The deflation and capsular contractures were confirmed with a physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's right-sided device.

Manufacturer narrative:
Additional information: on march 4, 2021, mentor became aware that the patient was 40 years old at the time of event. Manufacturer's reference number: (B)(4).